Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device with a 6f sheath after a tibal interventional procedure. Reportedly, resistance was felt when advancing the proglide device over the versacore guide wire after the index procedure. The physician decided to continue the arteriotomy closure using the proglide device and when removing the versacore guide wire from the proglide device resistance was again felt and the physician notice that the tip of the versacore guide wire had separated, the tip was not attached. The proglide device was removed. Manual arterial compression was applied to achieve hemostasis; however, the tip of the guide wire was noticed in the tissue track and the physician removed the tip using hemostat. Hemostasis was achieved them using manual arterial compression. No resistance was reported to be felt during the intial advancing of the guide wire into the anatomy during the index procedure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The separation was able to be confirmed. The difficult to position and remove could not be replicated in a testing environment due to the separated guide wire. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: closure device: perclose proglide; sheath: 6f; heparin. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The perclose proglide device referenced is being filed under a separate medwatch MFR number.